Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the reservoir connecting tube was found. The pump and cylinders were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the reservoir connecting tube was found. The pump and cylinders were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were microscopically inspected and had wear at fold in the proximal end, middle, and distal end of the cylinder. Both cylinders passed the leakage test. The spherical reservoir passed visual inspection and leakage test. The momentary squeezed (ms) pump kink resistant tubing (krt) was microscopically inspected and was worn to the filament. The pump passed the leakage testing and functional testing. This investigation was assigned to the conclusion code of cause not established.